Event description:
The customer reported there was a kv on in error message. This error may cause the system to shutdown uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and performed a generator and filament calibration. The system operates as intended.